Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired (B)(6) 2023 recorded a stable pacing impedance of 400 ohms and a stable shock impedance of 70 ohms. No iegm episodes were available for analysis. The provided episode list recorded during a vf episode type two aborted shocks, one ineffective shock and one effective shock on (B)(6) 2023. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead was explanted due to oversensing with inappropriate shocks. The lead was discarded. Should additional information be received, this file will be updated.